Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-02414. Related manufacturer reference number 3006705815-2020-02416. It was reported that the patient hadn't had adequate stimulation since implantation (B)(6) 2019), patient underwent surgery wherein their spinal cord stimulator (scs) implantable pulse generator was explanted and replaced with a dorsal root ganglion system. Patient's (scs) leads remain implanted. Patient is now receiving adequate pain relief and is stable.